Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the software were installed during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
It was reported that the non-responsiveness of the system functions caused the system to lock up. There was no pt injury or death reported.